Manufacturer narrative:
All bolus' was recorded properly in the bolus history and no history anomaly noted. There was no watchdog time out alarm noted during testing. The device passed self-test, displacement test, rewind, and basic occlusion test, prime test, excessive no delivery test and occlusion test. The device had cracked reservoir tube lip, minor scratched lcd window and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of issues with a watchdog timeout alarm on their insulin pump. The customer's blood glucose level at the time of incident was 600mg/dl. The customer states they treated their high levels with manual injection. Troubleshoot was conducted, and the customer was advised to discontinue use of the device, and that it would have to be replaced. The device is being replaced and returned for analysis.